Event description:
It was reported that the vns patient passed away. The cause and date of death are unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient¿s obituary was located and the date of death was obtained. In addition, information from the facility where the patient passed away was also received. The patient had several comorbidities that contributed to the death. The most significant of these initially was a bowel obstruction. The patient had recently underwent lysis of adhesions, an appendectomy, enterotomy, and removal of foreign body with decompression of the small intestine at a different hospital. The patient was kept sedated and on intubation following the procedure due to acute respiratory failure. There were also complications due to severe protein calorie malnutrition. The patient was transferred to select specialty on (B)(6) 2012 on ventilator support. Despite extensive efforts by the staff to treat the patient¿s anasarca, severe hyponatremia, and hypothermia, the patient could not be weaned from the ventilator. They had even shown increased seizures at a weaning attempt prior to transfer. The patient¿s family decided not to pursue any aggressive measures for treatment due to the patient¿s compromised condition and the patient was discontinued from his neo-synephrine and dopamine drip. The patient was then pronounced dead shortly thereafter.

Manufacturer narrative:
.